Event description:
It was reported that the customer was experiencing high blood glucose over 300mg/dl and was not able to focus. At this point was unknown if the customer was at home alone. The doctor has been contact by amber and advised her to go to the hospital if she does not feeling better soon. Attempted to contact the customer several times without results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.